Event description:
It was reported that an intraocular lens explanted from a patient''s the left eye after he experienced unexpected post-operative refraction. No vitrectomy or incision enlargement was required; the lens was cut into pieces for removal. The report indicated the wrong power lens was selected.additionally, it was learned that the replacement lens was explanted in another secondary procedure. A separate medical device report is being filed for that event. No additional information was provided.

Manufacturer narrative:
Device evaluated by manufacturer: not returned to manufacturer a review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. In manufacturing, the lenses are 100% measured for diopter power, resolution, and contrast in the miq (measurement iol quality) equipment. Lenses are inspected one at a time and loaded into a lens case immediately after finishing the inspection. The lens diopter result obtained from the miq electronic system of the test performed when this lens was manufactured, shows that lens serial number 7272831302 corresponded to a 20.5 diopter. No deviation was reported. Based on the documents reviewed, there were no deviations or any non-conformities throughout the manufacturing process or any potential mix up in boxing area. No deviation related to the customer claim was reported when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections or specifications that were related to this complaint type. No other investigations requests were received for this production order. Based on the non-statistical trend review for the complaint type reported, no adverse trend was observed. Based on the documents reviewed (line clearance, quantity process) and report of the miq electronic diopter results, the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.